Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. It was advised that the customer continue using the pump and contact support if the issue arises again.